Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting; (B)(4). Pentax medical has not received any further information for this event, and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of a complaint on 12-dec-2019 stating, "resistance primary biopsy channel," involving the pentax medical c.a.p. Hd duodenoscope (u.s.), model ed34-i10t-us, serial number (B)(4). The end user also stated a 107 boston scientific plastic stent became stuck in the channel during the procedure. No adverse events or delay in the procedure, which would require medical intervention occurred. The loaner duodenoscope was returned for evaluation on 16-dec-2019. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician found an "accessory stuck in biopsy inlet piece" confirming the customer's complaint and documenting the following additional findings on 18-dec-2019: passed wet leak test, passed dry leak test. The device underwent repairs including the following components: o-rings and seals, bending rubber, air/water tube, operation channel. On 09-nov-2020, a device history record(DHR) review for model ed34-i10t-us, serial number (B)(4) was performed under ivai-20-110022, the DHR review confirmed the endoscope was manufactured on 09-jul-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 09-jul-2019. Pentax medical model ed34-i10t-us, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2019. Instructions for use(IFU), includes the following warning section, "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction, which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel, and are accounted for after use. The duodenoscope was put back into loaner inventory and was delivered to the customer on 09-jan-2020 under delivery order (B)(4).